Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fonts on the pump touch screen were not displaying as intended. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 143 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.